Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. There was no known impact to the customer's blood glucose (bg) level. The customer performed multiple supply changes and tried using different types of infusion sets and the occlusion alarms continued. The contact reported that the customer would use manual injections for insulin therapy.